Event description:
It was reported that within two months of implant the left ventricular lead was explanted and replaced because the lead would not stay in the vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. The outer insulation was breached cut. There was apparent explant damage.